Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose (B)(4) is being filed under a separate MFR number. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The plunger with anterior needle tip, link and cuffs were not returned. The complete suture with posterior needle tip was returned with the device with the device; the knot and loop had been formed; the suture had been captured and partially harvested, during testing the suture was removed from the device without any significant resistance, the knot was taken out and the suture was measured and was within specification. The suture was intact and unbroken. Based on the finding a suture break did not occur in this case and the reported experience is not confirmed. However, the investigation indicates that a different event occurred; a needle to cuff detachment which also prevents completion of suture deployment. In the deployment sequence when both cuffs are captured, the posterior needle tip with rail end of suture are pulled via the link to the anterior cuff attachment through the tissue and into the preformed knot (non-rail end of suture) creating the loop. In this case because the posterior needle tip was returned inside the guide tube, the metal guide tube was peeled away to expose the internal needle guide and suture lumen, which were both intact and not a contributing factor in the event. The posterior needle tip was examined and damage was detected at the barb indicating the cuff had detached at some point during deployment. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The probable causes are needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, an attempt was made to deploy the sutures, but the sutures broke. A second perclose at device was used and the same experience occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.